Manufacturer narrative:
A4- patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a backup battery fault alarm occurred. The emergency backup battery (ebb) was exchanged, and the alarm did not resolve. The system controller was exchanged.

Event description:
Additional information was received that the backup battery fault alarm resolved with the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files were associated with the reported event. Per additional information, the alarm resolved upon exchanging the system controller. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.